Event description:
It was reported that during procedure the anchor broke. Broken pieces were removed from the patient. A backup device was available to complete the procedure with no significant delay or patient injuries reported.

Manufacturer narrative:
One (B)(4) osteoraptor 2.3mm suture anchor device returned. This complaint stated: ¿during procedure the anchor broke.¿ the device was returned with the tip protector covering the shaft. The anchor pieces and sutures were freed from the device. The stainless steel insertion shaft is undamaged. The length and the distal tip have no scratches bowing, bending or sharp edges. The anchor has attained visible damage. The proximal end of the anchor is cracked indicating there has been loss of axial alignment or lateral pressure applied. No root cause related to the manufacturing of this device can be established. Additional information.

Event description:
It was reported that during procedure the anchor broke. Broken pieces were removed from the patient. No additional bone hole was required and a backup device was available to complete the procedure with no significant delay or patient injuries reported.